Event description:
Alleged that a burnt odor is emitting from the bed, and regardless of what bed function, he operates the head function will always run up.

Manufacturer narrative:
The tech replaced the logic board to repair the bed.